Manufacturer narrative:
Device did not fail, device functioned as designed. Patient suffers from severe osteoporosis with resulting weakened bone structure. Patient had violent coughing spell where sternum fractured due to the severe osteoporosis. Sternal talon was in ideal condition and performed as designed and manufactured. Devices were not returned, they were disposed of by the medical facility. This is one of three MDR's, refer to MDR's 9610905-2007-00008 and 9610905-2007-00009.

Event description:
Doctor performed heart valve surgery on patient and utilized sternal talons for closure of the sternum. Patient had violent coughing episode and reported they were in pain 12 days following closure and it was determined that the sternum had fractured. Talons removed and doctor utilized an alternative method for closure of the sternum. This is one of three MDR's, refer to MDR's 9610905-2007-00008 and 9610905-2007-00009.